Event description:
See MDR 1036844-2013-00130 for catheter migration issue with the same catheter and patient. It was reported that in the (B)(6) male patient's room, 13 days after the placement of the catheter in the patient's right femoral vein, the catheter had migrated out of the patient's body and was found cut in two. As a result, that catheter was removed but not replaced, instead the patient's condition is being monitored to decide on the necessity of further treatment. There was no reported delay, death, or complications to the patient. Patient outcome is "good".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.